Event description:
The user facility biomedical engineer reported for an automated impella controller (aic) that it was exhibiting a controller error. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported controller error issue has been completed. The product was returned, and the issue was confirmed. Data analysis: complaint date is consistent with reported occurrence date. This is a known pattern failure in which all signals received from optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. This lasts between 2 to 10 minutes, after which all signals go back to normal. Device analysis: complaint cause is a known pattern failure characterized by temporary loss of placement signal. No repair will be necessary as the issue has a low probability of reoccurrence, lasts only up to 10 minutes, and does not affect hemodynamic support. Per the results of the clinical review and investigation, the root cause could not be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.